Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect platinum filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) PMA/510(k) #: k171712. H6) device code: 3191 - no code available for thrombus. Based on article: management and treatment of iliocaval thrombosis using endovascular recanalization, stenting, and reconstruction: what all practitioners should know. Hage et. Al 2017. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to article: the patient presented with acute onset pain and swelling of her left calf. Duplex ultrasonography demonstrated acute thrombosis of the left popliteal vein extending into the left external iliac vein. She was started on intravenous anticoagulant infusion. Computed tomography venography was performed to better evaluate the extent of disease and revealed that the clot extended from the popliteal vein to 3 cm cranial to the ivc filter (celect platinum vena cava filter). After induction of general anesthesia, the bilateral femoral veins were accessed under ultrasound guidance. A venogram demonstrated acute thrombus within the left common iliac vein, left external iliac vein, and left common femoral vein. These regions were lysed by using chemical and mechanical thrombolysis. After lysis, the ivc filter was removed sing rigid endobronchial forceps. Patient outcome: the patient was subsequently referred for ivc thrombolysis, filter retrieval and iliocaval reconstruction.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: after an unknown dwell time the patient later presented with acute onset pain and swelling of her left calf, and computed tomography venography revealed a clot that extended from the popliteal vein to 3 cm cranial to an ivc celect platinum filter. A venogram also demonstrated acute thrombus within the left common iliac vein, left external iliac vein, and left common femoral vein. These regions were lyzed using chemical and mechanical thrombolysis. After lysis, the ivc filter was removed successfully. Patient harm reported: pain and swelling of left calf. In the image review, complete occlusion of the left common femoral, external and common iliac vein with multiple pelvic collaterals and faint opacification of the right iliac venous system were demonstrated. The celect pt filter in place was in the infrarenal ivc with an approximately 6° leftward tilt with no visible penetrations. In the assessment of the location of the thrombus, involving the left common iliac vein, there was 'lack of evidence for thrombus extending to involve the ivc or even cranial to the left iliac vein'. Occlusion of the left iliac vein was determined to be more likely related to may thurner syndrome, rather than incited by the ivc filter. However, it could not be ruled out, that the presence of the filter could increase the risk of occlusion or deep vein thrombosis. In the IFU, under the section of potential adverse events, vessel occlusion and deep vein thrombosis are listed. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.